Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on escalation analysis, a sensor replacement was approved due to system performance concerns, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the time this complaint was closed.a review of the in-vivo raw sensor data indicated optical instability during the timeframe of the reported inaccuracies, which most likely contributed to the observed discrepancies. B4. Date of this report 15 oct 2025. G3. Date received by the manufacturer? 15 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 17 july 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value a. (B)(6) 2025 09:44pm sg:165mg/dl bg:255mg/dl he did not know the direction of the trend arrow. He was watching tv. Could not tell me the sg value 30min later b. (B)(6) 2025 00:03am sg: 65mg/dl bg 87mg/dl. He did not know the direction of the trend arrow. Could not tell me the sg value 30min later. User was asleep. C. (B)(6) 2025 01:03am sg: 43mg/dl bg:92mg/dl he did not know the direction of the trend arrow. Could not tell me the sg value 30min later. User was asleep. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.